Manufacturer narrative:
(B)(4).

Event description:
The patient was experiencing an intermittent shocking over the pump pocket area. The patient denied any injury or trauma to the area. The patient had no therapy issues. The device system was used to deliver morphine and compounded baclofen. At one time, the patient had a spinal cord stimulation system implanted; it was unclear if the system was still implanted and functional or if it had been explanted. Additional information has been requested, a follow-up report will be sent if additional information becomes available.